Event description:
Situation: patient on ICU vn500 drager ventilator started by anesthesia in or. Rcp (respiratory care practitioner) called to operating room to assist in preparing patient for transport back to ICU on ICU vn500 ventilator. Upon activating transport mode on the ventilator, rcp had noticed a loud vacuum like noise coming from the bottom of the ventilator. The patient¿s ventilation was not affected while transport mode active, noise persists despite cycling transport mode on and off 4 times. Anesthesia and or team notified of issue and assistant manager contacted to report ventilator issue. Decision was made to replace ventilator in or before transport, new ventilator brought in by alternate rcp, transport mode functionality was confirmed and patient placed on vent. Patient brought to cvicu room with no issues. Background: patient's cardiac operation completed, cardiac anesthesia started ventilator on patient with no issues. Ventilator was functioning properly and was checked off and prepared as per respiratory therapy standards. Patient stable on ventilator pre, during, and post ventilator issue. Assessment: drager ventilator was functioning properly before transport mode activated, and was delivering adequate ventilation despite loud noise being produced by ventilator. For safety, it was a proper decision to replace ventilator before transport. It is currently not part of the ventilator pre use check off to ensure "ventilator transport mode functions and properly" so this ventilator was setup as per respiratory therapy standards. Recommendation: transport mode functionality is not part of the ventilator pre use check off. Recommend adding "ventilator transport mode functioning properly" to ventilator pre use check off, or to or ICU vent setup workflow. No patient harm detected in this event. Machine currently sequestered by biomed for assessment.